Event description:
It was reported during this procedure, the surgeon found the ECG signal was abnormal. The surgeon changed the tail line and restarted the system but it still failed. The surgeon changed to another catheter to complete the procedure. There was no adverse event. Upon request, the bwi field representative provided additional information on the event. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals with the presence of the noise. The noise occurred during ablation. The severity of the noise on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and the ep recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported during this procedure, the surgeon found the ECG signal was abnormal. The surgeon changed the tail line and restarted the system but it still failed. The surgeon changed to another catheter to complete the procedure. There was no adverse event. Upon request, the bwi field representative provided additional information on the event. The noise occurred on all the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto system and the ep recording system at the same time. The physician was not able to interpret the signals with the presence of the noise. The noise occurred during ablation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.